Event description:
Major pump unit(s) involved: device thrombosisadditional text: thrombus in the region of aortic valve, lv inflow cannula & lv apexspecific component(s) involved: other component malfunction, specifyadditional text:other component: lv inflow cannulacausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): other interventions, specifyother intervention : anitcoagulation IV and poimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: device thrombosisspecific component(s) involved: other component malfunction, specify